Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported all alarms, muted and sound which were reproduced during evaluation. Visual inspection found to be caused by a bad speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced muted volume and sound . There was no patient involvement. No additional information is available.